Event description:
It was reported that during trialing of an initial total knee arthroplasty, the tasp instrument fracture. No impact to the patient. Attempts were made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h6 h6 component code : provisional bottom (g04) the reported event was confirmed by visual examination of the provided photo which identified that a piece of the trial had fractured off. The device was not returned for further evaluation. A review of the device history records was unable to be performed due to the lot number not being provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.